Event description:
An olympus service representative was conducting a routine inspection on the subject device. There was no alleged complaint. The service representative found there was no output form the 3g / hd-sdi output terminals of the device, resulting in no image on the monitor. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found there was output from the hd-sdi terminal, but there was no output from output 2 of the 3d-sdi terminal, due to a printed circuit board failure. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to g2 as the information was inadvertently added to the initial medwatch incorrectly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the event (no output from the 3g / hd-sdi output terminals) occurred due to a faulty printed circuit board failure. The root cause of the faulty printed circuit board failure was unable to be identified. Olympus will continue to monitor field performance for this device.